Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes,. D10: returned to manufacturer on: 06-jun-2023. H6: investigation summary a complaint of a hole in tubing causing leakage was received from the customer. A sample was returned for investigation. Through visual inspection, the tear in the tubing can be seen. Set was primed and leakage was observed from the tear. The tear is between the roller clamp and the last smartsite. Potential lot numbers were determined using the smartsite ids on the sample. The device history review was performed for these potential lots. No quality notifications were found for this defect on the potential lots; however, a quality notification was found related to this failure mode component damage - leak for this material number. After investigation and along with manufacturing and quality operations team, the potential root cause that generates the issue of component damage - leak in model 2420-0007 is personnel pulling up on the tube when making the cut, thus the personnel were not correctly performing the cutting method during manufacturing. The potential lots of this sample were manufactured prior to the quality notification corrective actions were implemented.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set was damaged causing leakage. The following information was provided by the initial reporter: concern description: line was primed with ns and when rn took line to attach to patient noted her pant leg felt cold and wet and when she looked down she noticed that a spray of ns was coming from the IV line of patient. On further investigation found the hole.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set was damaged causing leakage. The following information was provided by the initial reporter: concern description: line was primed with ns and when rn took line to attach to patient noted her pant leg felt cold and wet and when she looked down she noticed that a spray of ns was coming from the IV line of patient. On further investigation found the hole.